Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosis located in the proximal left anterior descending (lad) artery. Pre-dilatation was preformed with a semi-compliant balloon. A 3.0 x 23 mm xience xpedition drug eluting stent (des) was successfully deployed; however, fluoroscopy after stenting showed a distal edge dissection. Another xience xpedition was used to cover the dissection. No additional information was provided.